Event description:
In 2008, at erie county medical center, 462 grider street, buffalo, ny, about 10:30 am, there was a minor blood leak alarm on hemo-dialysis unit #3, machine. The dialyzer used was the rexeed 25s, lot #m88388. The dialysate tested positive for large amounts of blood. No blood was visable. Change to machine with a new rexeed 25s dialyzer, lot # m88388. Within a few minutes the minor blood leak alarm sounded. Dialysate tested positive for large amounts of blood. Changed to another rexeed 25s lot #m8969y. Within a few minutes the blood leak alarm sounded. Moved the patient to another machine with another dialyzer and no problems. The patient was not harmed. On the following month, at about 2:05, there was a blood leak on a dialysis machine with a rexeed 15s, lot# p811b1j. Dialyzer changed and no problems. The patient was not harmed. Six days later, a rexeed 15s, lot# p81b1j ruptured and the dialysate tested positive for blood. The patient was completing his treatment. No harm to patient. We do have some of the ruptured dialyzers and unused dialyzers. Twenty two each of the rexeed 25s, lot # m8969y and 25s m88388 went back to the manufacturer. We are converting to the baxter exeltra.